Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare facility reported that the system displayed a message with red screen indicating a software logical error during an intra-vitreous hemorrhage surgery. The system was restarted and the tests repeated to complete the procedure. The pt was under air and very agitated during surgery. On postoperative day 1 the pt had not experienced any consequence.